Manufacturer narrative:
The referenced report of the pump exchange due to suspected driveline damage is covered under medwatch MFR# 2916596-2017-00693. Approximate age of device ¿ 3 years and 2 months. Device evaluation: the pump was returned assembled with the driveline severed approximately 13 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the returned pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. A root cause for the development of this deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, the patient underwent a pump exchange due to suspected driveline damage. Evaluation of the explanted pump found thrombus.